Event description:
It was reported that the right ventricular amplitudes were out of range and the right ventricular (rv) lead pacing thresholds had increased. The impedance and sensing values were variable since implant and presenting electrogram (egm) showed possible loss of capture. It was recommended to access the lead. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that the right ventricular amplitudes were out of range and the right ventricular (rv) lead pacing thresholds had increased. The impedance and sensing values were variable since implant and presenting electrogram (egm) showed possible loss of capture. It was recommended to access the lead. No adverse patient effects were reported. The lead remains implanted.